Event description:
It was reported that the patient never had therapeutic effect. The patient had implantable neurostimulator (ins) implanted on monday for overactive bladder and retention but they had ins implanted more for the retention than overactive bladder. The patient thought they only had one program on their programmer but they weren¿t sure. The patient was on program 4 at .35 volts and they felt stimulation. Patient services reviewed that patient had other programs on their programmer but noted that there was nothing on them because they were at 0 volt. The patient was instructed to increase stimulation to 0.7 volts on program 1 and felt stimulation. It was further provided that the patient had overactive bladder and they had issues with going to the bathroom and sometimes they had to self-catheterize themselves. Their frequency was better but they were still having trouble going to the bathroom. The symptoms occurred following an implant. The first two nights after implant, they had difficulty going and then the night prior to report af ter their first catheterize. They had been having to self-catheterize themselves at least twice in the middle of the night for the last month. They had been having issues with that and having the device didn¿t really make it worse but the night prior to the report, they tried just not turning device on after their first catheterize and they actually did better. They knew whenever they had to go to the bathroom; they had to turn the device off in order to go. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for 2/19/15. Additional information received reports that the cause of the event was not determined, it was unknown if it was device related, and reprogramming was needed. Reprogramming took place on (B)(6) 2015. The patient did not experience a loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment. Additional information received reported that the patient had a loss of therapy. The patient does not experience symptoms when ins (stimulator) was off. The symptoms reported were frequency and urgency. The patient was taking oxybutynin and had pain in (B)(6) 2014. The patient was implanted in (B)(6) 2015 and did not get the relief that was expected. The patient was diagnosed with ic (interstitial cystitis) post implant. The patient was catheterizing 3 times per night and now was only catheterizing 1 time per night. The patient still had frequency and urgency symptoms since implant. It was later reported by the healthcare provider that reprogramming was performed on (B)(6) 2015. The new reprogramming settings were still under trial. It was reported that the patient use of catheter was not because of the malfunctioning device.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0rwk6, implanted: (B)(6) 2015, product type lead. (B)(4).